Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer treated via manual insulin injection. The customer was assisted through troubleshooting. Customer reported that they have a back-up plan available. No air bubbles or leaks found. The customer declined to check for possible site/insulin issues. The customer declined to check their pump programming to ensure all programming is correct and matches their health care professional's guidelines. The product will not be replaced. The product was not returned for analysis.